Event description:
Customer called in to report that the insulin pump alarmed during priming process. Customer's blood glucose level was 106 mg/dl. During troubleshooting, it was found that device had a loose drive support cap. Advised customer that insulin pump will be replaced. Nothing further replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.